Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a laparoscopic sigmoid resection was performed to a patient with sigmoid cancer, a manual handle and reload was used to resect the sigmoid. After placement of anvil and placement of instrument, a circular anastomosis was performed. After anastomosis a leakage test was performed. No leakage was detected. The patient was admitted to the intensive care unit (ICU). On the second day post operatively, anastomotic insufficiency occurred within 48 hours; free air and stool was found in the patients abdomen, infection parameters were high. The patient had to be treated with antibiotics. On the 27th day of july the patient was sent to the operating theatre for re-operation. A laparoscopic procedure was performed. During the procedure it showed that there was a large defect at the posterior wall of the anastomoses and an incomplete circular staple line. Staples were missing over 1.5cm in the rear wall of the circular staple line. The remaining part of the anastomosis was properly created. This was also confirmed by intraoperative colonoscopy. The patient had a tissue damage and the area with missing staples was over sewed. The patient had extended hospital stay for three days. It was noted that the patient had undergone chemotherapy or radiation treatments.